Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of shock and impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and the cause is suspected due to the device conducting measurements before it was implanted. This ICD remains implanted. No adverse patient effects were reported.